Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 14mm xxl¿ balloon catheter was advanced for dilatation. After inflation, the balloon would not deflate. A second balloon was inflated alongside the device in order to partially deflate the balloon. Subsequently, a transjugular intrahepatic portosystemic shunt (tips) needle was used to puncture the balloon. The procedure was completed. No patient complications were reported and the patient was not harmed.